Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went in for an electrocardiogram (EKG) yesterday and they could not get the stimulation turned off. The patient stated they could not get it to connect and thought it may be because of all the electromagnetic interference (emi) present at the hospital. They went home and could do it at home and go back, but they needed assistance with it. It was reviewed how to turn stimulation off, and the patient was successful at doing so on the call. The troubleshooting steps that were taken on the call resolved the issue. The patient planned to potentially call back once the EKG was over to get assistance with turning stimulation back on again.